Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum". There was no patient harm reported.

Manufacturer narrative:
Additional data- b4, e3, g3, g6, h1, h2, codes (type of investiagation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) visited the site and during inspection error codes present in system. The fse performed full pm action on system with no failure or alarm codes. Operated system on simulator for 135 minutes at 130 bpm with no error alarm or failure. System released to customer. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.